Event description:
Lap chole - "trocar would not stay armed (blade out) so that it could be inserted into patient. It disarmed with the slightest touch. A new trocar was opened and functioned properly." Patient status: fine.

Manufacturer narrative:
Investigation summary: one unit was returned for evaluation. Upon inspection engineering found the unit to be undamaged. The unit was activated and de-activated several times and found to function properly. Engineering was able to arm the bladed obturator by applying consistent insertion force. Engineering was unable to determine the root cause of the blade disarmament; however, this is most likely related to inconsistent application of force during insertion and the shield design. Applied medical is currently investigating device enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.